Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had error alarms on insulin pump. The customer's blood glucose was unknown. The customer stated that the insulin pump did not pass self test. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. The motor arm cannot communicate with the main arm error followed by software error was present in the device trace download due to software error. A blood glucose meter was manually programmed with a bolus and was sent to the unit under test successfully. No blood glucose meter anomalies noted during testing.